Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned three test strips only. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according in the bathroom. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is 06/28/2016. The meter memory was reviewed for previous test result history: reviewed meter memory (B)(6). Customer states that she just started to use the meter yesterday. Customer states that she run a blood test and got 52mg/dl. Customer states that she then decided to run a blood test with her meter the true metrix got 121mg/dl and then her son's true results meter got 137mg/dl. She test twice a day.